Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The actual device was not evaluated. No results are available. Placeholder.

Event description:
During a bone graft harvest procedure, the surgeon was reaming with the ria assembly. Surgeon heard a pop and discovered the drive shaft broke with a piece inside the ria tube assembly. No pieces were in the patient. Surgeon selected another drive shaft and tube and completed the procedure. This is report 1 of 1 for complaint (B)(4).